Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the inserter got marred as the inserter was being removed after the implantation of the implant. No harm to the patient, no delay in the case. The issue was observed during surgery there were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Clinician review 08/27/2025: coding updates to not reportable codes is correct. The event describes deformation subsequent to the threads being stuck onto the delivery payload. No injury, no patient consequence.